Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Pump was being carried in a firearm holster when alarm was triggered. Customer had elevated blood glucose levels (550 mg/dl).